Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with initial reporter and obtained following additional information: the fine wires/fibers of instrument were visible above the cutting surface. As this posed a risk, the customer decided to replace the instrument with a new one.